Event description:
A talent and aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Currently the aneurysm is 5.4 cm in diameter. It was reported that a recent follow-up CT scan revealed that there was a type iii endoleak separation between the talent iliac limb and the aneurx cuff. The physician stated that there was disease progression due to reshaping of the aorta that caused the type iii endoleak. The patient was treated with a 16/28/124 endurant limb followed by ballooning with a reliant. The angiograms following the ballooning revealed no residual endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).